Event description:
It was reported that high impedance was detected on the patient's generator during a system diagnostic test. No known surgical intervention has occurred to date. No further relevant information has been received to date.

Manufacturer narrative:
Describe event or problem. Corrected data: initial report inadvertently did not include that a break was reported.

Event description:
It was reported by the representative that there was a break in the lead. No further relevant information has been received to date.

Event description:
It was reported that the patient's lead was replaced due to high impedance and their generator was replaced prophylactically. It was reported that the explanting facility disposed of the explanted products; therefore return of the suspect device is not expected to date. No further relevant information has been received to date,